Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 1 of 4. The patient line had been properly primed prior to connecting and no patient line extensions were in use. The patient had not initiated therapy prior to connecting. A dummy tummy was not in use. All of the bags were properly connected. Nothing unusual was noted about the supplies. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damage noted on the over pouch or carton in which the cassette was delivered, and a sharp object was not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The care giver (cg) stated that the patient line had separated from the transfer set as the home patient (hp) disconnected while in his sleep. Proper procedures were not used, and the patient had not reconnected. The technical service representative (tsr) explained the alarm and assisted to clear them so that the cg may remove the set up. The cg did not want to send in a sample as the cg alleged that this event was caused by user error and not the supplies. There were no lot numbers available. Proper procedures were reviewed. The tsr referred the cg to the hp's on call registered nurse for further medical instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was loose connection. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.